Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation. Based on the complaint description that states "the luer end of an etco2 bi-flow nasal cannula was attached by unlicensed personnel to the luer receiving end of an intravenous catheter. The nasal cannula was not on the patient, but rather dangling in a position inferior to the catheter"; this complaint is related with the method of use.

Event description:
Complaint reported via FDA maude report - (B)(4). Complaint details reported as the following: "the luer end of an etco2 bi-flow nasal cannula was attached by unlicensed personnel to the leur receiving end of an intravenous catheter. The nasal cannula was not on the patient, but rather dangling in a position inferior to the catheter". "This allowed for gravity blood flow down the etco2 tubing. When discovered by a registered nurse, the tubing was disconnected and physician notified. The patient was asymptomatic for blood loss and hemoglobin/hematocrit revealed there was no need for additional treatment".